Event description:
The clinician reports the implant was inserted 2023-02-02 in ada 7. Details of surgery: implant surface not completely covered with bone. On 2023-05-26, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, increased sensitivity and inflammation. No further patient complications were reported.